Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) device during dwell three of five of peritoneal dialysis (pd) therapy, the hp was connected. The technical service representative (tsr) had the hp cycle power on the hc to clear the alarm. Troubleshooting was unable to determine an issue that could have caused or contributed to the alarm. The hp would complete therapy via continuous ambulatory peritoneal dialysis (capd). There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.